Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined during preventative maintenance it was found that the unit had a worn reciprocating arm, a damaged machined head, was missing components from the ball plunger, there was corrosion on the bearings and e-rings, the swivel was loose, was out of calibration at the 0 reading, the control bar was not in the correct position, and the motor speed was unstable. The reciprocating arm and screws, machined head, pin, ball plunger, hinge, lever, bearings, e-rings, swivel, motor, and sleeve were replaced and resolved the reported issue. It was noted that the device was manufactured in 1996 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: france.

Event description:
It was reported that preventive maintenance, the device had missing parts: from the adjusting lever to the ball plunger + also dirty, hinge seal, it had corroded parts: bearings, e-rings, the motor speed was not constant and loose swivel. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.